Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the rewind was louder when priming and it also seems slower. It was reported that the insulin pump shoots out insulin during priming. It was reported that they had lots of scratches on the insulin pump and screen but can still read screen. The insulin pump will not be returned for analysis.